Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that while the patient was under sedation, oxygen saturation (sp02) levels dropped at the start of the surgery and a laryngeal mask airway (lma) was used to restore oxygen levels. It was further reported that landmark measurement of the neocis guidance system (ngs) was out of specification. During landmark troubleshooting the patient's sp02 dropped again and a rescue ventilation mask was attempted over the chairside patient splint (cps); however, no seal was achieved. An lma was placed and oxygen levels were restored. No further injuries or medical intervention were reported as a result of this event.

Manufacturer narrative:
The device was not returned. With review of the available information there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. However, cps may have made the situation slightly more difficult as a rescue mask was not able to be sealed properly onto patient and user had to proceed to the use of an lma. Possible clinical factors that might have contributed to this event include the patient's pre-existing medical history and the administration of anesthesia. No further injuries or medical intervention were reported as a result of this event.